Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent migrated. The physician deployed a 2.75x20mm taxux express2 drug eluting stent in the obtuse marginal (om) coronary arter at 9 atmospheres. When the physician pulled back, the stent came back with the balloon and migrated to below the patient's knee. The physician then deployed another stent of unknown type or size in the om. The physician was going to attempt to implant the migrated stent in the leg. Patient was reported as ok. Additional information has been requested.